Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, the pulse generator exhibited far r wave oversensing. The nurse stated that the patient would be brought into the clinic for further assessment and possible programming changes. No patient symptoms or additional information was reported.

Event description:
New information reported stated that on (B)(6) 2018 the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited far r wave oversensing. The device was reprogrammed which mitigated the oversensing.